Event description:
The patient reportedly experiencing itching and irritation at the implant site. The patient was prescribed nystatin cream. Advanced bionics is currently in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.